Event description:
It was reported that the box was displaying a foot pedal error even though no foot pedal was in use. The procedure was completed using a competitive device. No patient injury or other complications were reported.

Manufacturer narrative:
One service replacement powermax elite motor drive unit, part number (B)(4) was received on (B)(6) 2017 and confirmed to be serial number (B)(4). There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. Mdu failed functional evaluation for hand piece error. Complaint of error codes when engaged was confirmed. This investigation has determined the cause of errors is a defective motor. Motor tac #3 shorted out. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.